Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead defibrillation impedance values rose suddenly to high levels triggering a lead alert. The lead also exhibited high thresholds. A lead fracture was suspected. The rv lead was capped and replaced. A second rv lead was acting as the pace/sense portion of the ventricular system which exhibited high pacing impedance values. The pace/sense rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.